Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urgency/frequency. It was reported that they have a problem with their implanted system. Patient said it got infected and they have a severe rash. Patient said they took one of the sutures out for the infection to drain and was put on an antibiotic. Patient said their rash is almost the whole buttock/the whole cheek and the reaction is like little pimples with white heads. Patient said they no longer have the infection but still have the rash. Patient said the stitches were taken out today and they were given itch cream for their rash. Patient said they are allergic to tape so the doctors did not use it but they did use glue. Patient said they don't know if it's a reaction to the ins, the lead wire or if it's the glue. Patient said they've seen 3 doctors and none of the doctors know what the rash is/what caused it. Patient was wondering if this could be caused by the ins. Patient said they will try the itch cream and see how the rash does over the weekend. Additional information was received from the patient on (B)(6) 2023. They reported that to resolve the infection, the patient was placed on oral antibiotics, which didn¿t do anything, they were given rocephin for 5 days, then sent to a dermatologist. They put the patient on a steroid cream, and now it¿s looking much better. It looked ¿nasty¿ before. The issue is not yet resolved. They are not sure what is causing it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.